Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose value was unknown at the time of incident. The customer also stated that the reservoir opening was chipped off. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. Unable to verify motor error. The motor was tested outside of the device and passed. Device passed displacement test and rewind test. (B)(4).